Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years. Through follow-up, it was learned the reason for explant was due to degeneration (stenosis and regurgitation). Per the operative report, a tee revealed limitation of the views of the valve, but no aortic insufficiency or perivalvular leak. A heart catheterization was performed which revealed significant prosthetic valve early stenosis with a peak gradient of 51 mmhg, a mean of 40 mmhg and an aortic valve area of 1.2 cm2. The left ventricular end-diastolic pressure was 30 mmhg. The valve was inspected and the valve did indeed have severe prosthetic valve stenosis with immobility of the right coronary leaflet and degeneration of the valve leaflets as well as they were very fragile and with even a little bit of tension began to separate from the base.

Manufacturer narrative:
(B)(4) = degenerated and fragile leaflets. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, the operative report indicated degenerated and fragile valve leaflets, which most likely caused the reported stenosis and regurgitation. No further actions are possible with the available information.